Event description:
Suture needle pulls off like a pop-off needle should. This should not happen with this type of suture. The surgeon requested this to be documented and reported as this had also happened in the past.